Manufacturer narrative:
The following report is submitted to relay additional information received. Concomitant products: 00434903912 humeral stem spacer size 12 mm 62372426. Unknown humeral stem. Unknown glenoid head. Unknown tm glenoid baseplate. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial reverse total shoulder arthroplasty. Subsequently, the patient experienced polyethylene disassociation and was revised with a polyethylene liner exchange. No other information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: trabecular metal reverse shoulder humeral stem pnunk lnunk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial shoulder/elbow procedure on an unknown date. Subsequently, the patient suffered poly disassociation.

Manufacturer narrative:
Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.